Event description:
It was initially reported that the patient past away. The cause of death is unknown but was more than likely related to seizures, the relationship of the death to vns is unknown. Good faith attempts for more information and product return have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was possible sudep, other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of possible sudep. There is no allegation or other information indicating that the death is related to vns.